Event description:
Info received indicates the frame function for the hi/low not responding and the bed will not go into trendelenburg.

Manufacturer narrative:
The technician's inspection revealed that the trendelenburg box assembly was broken. The technician replaced the assembly to repair the bed.